Manufacturer narrative:
During the requested site visit, the field service representative observed white deposits on the outer part of the sample arc, probe. The arc, probe(s) (list number 08c94-47) was replaced and the issue was resolved. Return testing was not completed as returns were not available. A review of the architect i2000sr, serial number (B)(4), service history shows no subsequent issues have been reported since the probe was replaced. A review of the architect i2000sr systems found no similar issues or trends as described in this complaint. A review of tickets for the arc, probe found no trends for list number 08c94-47. The architect system operations manual provides adequate labeling with regards to troubleshooting, maintenance, component replacement, removing and installing the arc, probe. Based on the investigation no product deficiency was identified for the architect i2000sr, serial number (B)(4), or the arc, probe(s) (list number 08c94-47).

Event description:
The customer reported falsely depressed architect b-hcg results on one patient. The results provided were: on (B)(6) 2020 = 220.35miu/ml (>/=25.00miu/ml = positive) / new sample and original sample retested on (B)(6) 2020 both =<1.20miu/ml (</=5.00miu/ml = negative). There was no reported impact to patient management.